Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and was not detected on bus. A field service engineer (fse) attended the site following a customer report that multiple drawers were not detected on the communication bus and confirmed during onsite inspection that drawers 3.1 and 3.2 were not detected. The fse powered off the station, reseated the pyxis communication bus cable connections for all drawers, and reseated the drawer components for the affected drawers. The fse then removed all cubicles to inspect the trays for any debris, and after completing the inspection, reinstalled the cubicles and reassembled the drawer hardware. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed and was not detected on bus. Customer tried to reboot, but issue was not resolved. The customer reported that a malfunction took place when the user tried to dispense medication to the patient, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.